Manufacturer narrative:
Returned device was received in decent physical condition but the drain valve was broken. During the evaluation of the device, the issue was able to be replicated due to the old style float switch having a crack on it. This was determined to be a design issue and was replaced. In addition, a cracked return tube was replaced, a water damaged pcb board and drain valve were all replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warming device was leaking from the motor side when it's running. There were no reported adverse events.